Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a retrograde approach. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. After a non-bsc guide wire crossed the lesion, a 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was completely removed by simply pulling it out from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.